Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) had the home patient (hp) cycle the power and the hc alarmed system error 2367. The tsr informed the hp what the error meant. The patient was connected at the time of the alarm. The patient line had not been properly primed prior to connection. There were patient extensions in use, which had been properly connected prior to prime. The patient had not disconnected prior to the alarm. The transfer set had not disconnected from the patient line. The patient had not initiated therapy without connecting. The bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The tsr had the hp cycle the power again to clear the alarms. The tsr had the hp re-setup the machine with all new supplies. The hc was operational. Proper procedures were reviewed. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The root cause of the system error 2240 was an incomplete prime. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. Per baxter labeling, users are instructed to ensure that the patient line is properly primed prior to patient connection.